Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high spiked impedance measurement. The lead impedance trend stabilized afterwards. The lead remains in use. It was further reported that the right atrial (ra) lead had a noise oversensing episode. The patient mentioned using a massage chair during the time of the noise episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.